Manufacturer narrative:
Investigation eval: this product is intended to be used on pts that have had billroth ii surgery which is the surgical removal of the pylorus and duodenum. During a visual examination of the returned product, a discrepancy or anomaly was not observed. The handle was manipulated and the tip of the catheter appeared to bow correctly. The cutting wire was intact and fully attached to the catheter tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was release for distribution. Investigation conclusions: a definitive cause for the this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the handle is manipulated with the catheter in a coiled position. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled, as this may result in damage to sphincterotome and render it inoperable." Prior to distribution, all billroth ii sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Endoscopic sphincterotomy was being performed on a pt with billroth ii surgery. Upon opening the package, it was noted that the cutting wire was twisted. The physician attempted to keep using since the configuration slightly recovered when it was twisted in a retrograde direction by hand. However, the direction of the cutting wire to incise papilla was not adequate. Then another MFR's device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.